Event description:
--

Manufacturer narrative:
Additional information has been received that the thresholds have risen and intermittant capture has been noted. The patient will be having a masectomy in january and the lead will be revised sometime after that procedure.

Manufacturer narrative:
Additional information was received that this lead has been surgically abandoned. A new lead was successfully implanted with no issues. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead had been intermittently giving high impedance. There is no evidence of noise and all other measurements are good. Boston scientific technical services (ts) recommended monitoring the lead or bringing the patient in for isometrics. There were no adverse patient effects reported.